Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/17/2014 with the following findings: several eaw-128 fxxx replace battery alarms (where x is any number or letter), which can be indicative of the type of issue reported, were observed in the black box and history data. Moisture was present behind the display lens. The pump case was observed to be cracked between the display lens and case seal. The pump failed a leak test due to the pump case damage. The pump was exercised for 24 hours, during which no power-related events were observed: the reported issue was not duplicated. The pump case was removed, and corrosion was found on internal components. The relation of the aforementioned device failures to the reported power-issue can not be determined, as the reported power-issue would have to be duplicated to determine such. The following device failures are unrelated to the reported power-issue: the display screen was found to be dim and discolored due to an unidentified display failure. The battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that low battery alarms were occurring repeatedly, even after new batteries were placed in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.